Event description:
Refer to the attached user facility medwatch report #0000340035-2000-0001. Follow-up with the rn revealed the following add'l info: due to difficulties, the procedure took an unusually long time and excessive irrigant was used. There was bleeding, also. Since there was trauma to the kidney, including punctures, the irrigant leaked out from the kidney. The doctor had trouble placing the guidewire and scope, and had trouble retrieving the stones with the grasper. The guidewires were bending as he placed them through the fatty tissue, and the ends were bending against the inside walls of the kidney. The rigidity of the devices posed him a problem. The nurse did not think that the equipment caused the adverse event-more likely related to difficulty of the case and possibly user technique issues. All involved devices were thrown away at the end of the case since no problems were evident at that time.